Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, prior to use, a ruby coil was inadvertently dropped on the floor upon removal from the dispenser hoop; therefore, it was not used in the procedure. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.